Manufacturer narrative:
It is known that improper installation, maintenance or a collision can lead to the spring arm cover falling off. The device was evaluated and repaired by a trumpf medical service technician. The trumpf medical technician identified that the covers were not correctly installed or maintained. No preventative maintenance records were found for this device.

Event description:
The elbow cover on an ondal spring arm attached to the trumpf medical surgical light came off during a surgery and fell, landing on the floor. No patient injury occurred.